Event description:
It was discovered during testing that a pump was alarming for an upstream occlusion. There was no patient involvement, since the error was found during testing.

Manufacturer narrative:
Manufacturer reference #: (B)(4). Baxter received and evaluated the device. The reported symptom upstream occlusion alarms was confirmed through the history log; however, could not be reproduced. The unit was calibrated to insure detection.